Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to endocarditis. The infected pacing system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the system was explanted due to pocket infection.